Event description:
The customer reported that the sys made a noise. The monitor went blank, and then the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The igbt board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.